Event description:
An article titled ¿vagus nerve stimulation therapy for treatment-resistant epilepsy: a 15-year experience at a single institution¿ was published on 07/02/2015 which included adverse events involving 7 vns patients. One patient committed suicide during the follow-up. The patient had been previously treated for psychiatric disorder with a suicide attempt prior to device implantation. One pediatric patient presented infection immediately after implant of the vns system. The patient underwent explant surgery in the immediate post-operative period. One patient presented infection. The patient underwent explant of the vns system due to the infection. One patient presented infection later during the study. No known surgical intervention for the treatment of the patient has occurred to date. One patient presented wound healing difficulties related to surgery. No known surgical intervention for the treatment of the patient has occurred to date. Two patients had their vns devices disabled due to side effects. No known surgical interventions for the treatment of the patients have occurred to date. Manufacturer report # 1644487-2015-05428 involves the patient who committed suicide. Manufacturer report # 1644487-2015-05429 involves the patient who presented infection immediately after implant. Manufacturer report # 1644487-2015-05430 involves the patient who developed an infection later during the study and underwent explant surgery. Manufacturer report # 1644487-2015-05431 involves the patient who developed an infection but did not undergo surgical intervention. Manufacturer report # 1644487-2015-05432 involves the patient who presented wound healing difficulties. Manufacturer report # 1644487-2015-05433 involves the first patient who had the device disabled due to side effects. This manufacturer report captures second patient who had the device disabled due to side effects.